Manufacturer narrative:
(B)(4). No feedback has been received if the product is available for manufacturer's laboratory investigation. Furthermore additional information has been requested for performing an internal clinical assessment. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Description from the customer report: the user reported clotting on the arterial face of the hmod30000. There were no changes to anticoagulation management. No lipids were administered. Required a change out of the product to another oxygenator. No affect to the patient was reported. Congenital diaphragmatic hernia. Oxygenator was changed in favor of another. This was veno-arterial support. (B)(4).

Manufacturer narrative:
The product was disposed by the hospital; therefore no manufacturer laboratory investigation was possible. Clotting is a known phenomenon and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the results of the previous complaint investigation and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. Based on the event information provided at this time the most probable cause of the reported failure could be associated with the use of the arterial luer lock connector. If hereby in each case a not adequate de-aired or low circulated flush line of a multiple way stopcock was used, or if a recirculation of the ultra filtrated blood into the system by this connector was performed could not be determined anymore. A product related malfunction is based on the provided information very unlikely. Most probable a systematic problem was causing the reported event. As the product was scrapped by the hospital the serial-number is not available, and therefore a DHR review for the specific oxygenator could not be carried out. Based on this a confirmation of the failure is not possible. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time

Event description:
(B)(4).